Event description:
It was reported that high impedance was observed during a clinic visit on (B)(6) 2012, on a system diagnostic test, so the device was turned off. The patient was seizure-free before vns was placed and has continued to be seizure free, so there are no plans for the patient to have a revision at this time. Although revision may occur in the future, surgery has not occurred to date. The patient presented in the clinic on (B)(6) 2012, and the magnet current was changed to 1.0ma at that time because the patient was complaining of a shocking sensation. Diagnostics on (B)(6) 2012 resulted in okay results. No causal or contributory programming or medication changes preceded the onset of the shocking sensation. No patient manipulation or trauma occurred that is believed to have caused/contributed to the shocking sensation, and it only occurs with normal mode stimulation. The patient feels it in the neck area, with no specific area in the neck mentioned. Since the device was turned off on (B)(6) 2012, due to high impedance, the painful stimulation has ceased. X-rays of the patient's vns system have not been taken.

Event description:
Additional information was recieved indicating the patient is being referred to neurosurgery for explant. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.